Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of a simulated therapy with a prismaflex st100 set and a prismax machine, "clots/particulate matter were observed coming from the filter ". There was no patient involvement. No additional information is available.